Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported by the user facility that a patient underwent an unknown procedure using an koyle diaper urethral stent. The attending physician indicated that the koyle-diaper-stent was placed in the patient and sewed on the meatus. Since there was no urine flow, the doctor removed the stent. The physician cut the stent later to find the cause. The physician says that the lumen was obstructed in the area of the meatus. No further information was provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. A review of the manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The stent was returned in used condition; dried blood was observed on the cuff as well as the body of the stent. Stent body and cuff were severely damaged. Several cuts on the stent body and within the area of the cuff were observed. Outside diameter of the stent measured within specified tolerance. Inside diameter of the stent measured within tolerance. Due to extensive damage, the area beneath the cuff could not be measured. A .038" wire guide transitioned through the stent on opposite sides of the cuff. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.